Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) with atrial tachy therapies reported that the device was going off every thirty seconds. It was not a large shock, but was uncomfortable and felt like it was going from his shoulder to his feet.